Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) a maximum outputs. A lead fracture was suspected, however, was not confirmed. Boston scientific technical services (ts) discussed troubleshooting options. The device and lead were later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is in possession of the hospital and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.